Event description:
Info received indicated the bed's ground impedance (resistance) is out of specifications.

Manufacturer narrative:
The hill-rom tech found that the auxiliary power cord had a loose ground prong. He replaced the auxiliary power cord and the bed functioned to specifications.